Event description:
The patient reported during the pod activation process he received a pod alarm during priming. He also ran out of insulin so he was forced to go to the ER room to get more insulin. Upon arrival his blood glucose measured 29 mmoi/l (522mg/dl) and he ws also suffering from chest pain. He ws then admitted to the isu for 4 days for a mild heart attack. He did not provided any further information regarding the hospitalization or his treatment.

Manufacturer narrative:
The product will not be returned for evaluation . We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. An alarm is a safety feature and is not considered a malfunction. Qualification records were reviewed and the product lot met all acceptance criteria.